Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a closure fast catheter to treat the great saphenous vein (gsv). The IFU was followed. The generator displayed no error message and the correct temperature was reached. During the procedure the patient was found to be burned near the access point. The procedure was completed with the same catheter and the vein was reported to have closed. No other symptoms or complications were reported. At a follow up appointment the burn was still present but has since been reported as healed. It is unknown if the patient received extra care for the treatment of the burn. It has been confirmed with the customer that the device has been discarded.